Event description:
It was reported that this recently implantable pacemaker intrinsic amplitude is out of range on the right ventricular (rv) lead at 2.0mv (millivolts). The rv sensing was programmed to automatic gain control (agc) at 1.5mv (millivolts). Additional information provided advised small r waves observed and the sensitivity was changed to 0.5mv during post operation. The device and lead remain in service. No adverse patient effects were reported.